Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted if additional information becomes available. Additional information on the event was requested several times but not yet received. At this time it is unknown to the manufacturer which kind of alarm was displayed and if a patient was involved during this event. A maquet field service technician will evaluate the unit.

Event description:
The following was reported to the manufacturer: unit alarming, needs to be rebooted to clear alarm. (B)(4).

Manufacturer narrative:
A maquet field safety technician has been send out for investigation the device. According to the service order (B)(4) the technician spoke with biomed and the issue was resolved in house. The unit is working fine and has also had a pm done by maquet in october 2016 and had no issues. Thus the failure could be not confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. A supplemental medwatch will be submitted after new information has been received.

Event description:
(B)(4).